Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with struts pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No further issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17oct2019. It was reported that crossing difficulty was encountered. The target lesion was located in a mildly calcified coronary artery. Following pre-dilatation, a 2.50x24mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, returned device analysis revealed stent damage.